Manufacturer narrative:
An event of bradycardia and unspecified infection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 3mm at the non-coronary cusp and 3mm at the left coronary cusp. The patient was bradycardic at the end of the procedure. The following day, a permanent pacemaker was implanted. Based on the information received, the cause of the reported bradycardia could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant during a transcatheter aortic valve implantation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 3mm at the non-coronary cusp and 3mm at the left coronary cusp. The patient did not require pacing during implant. However, the patient was bradycardic at the end of the procedure and maintained good blood pressure. The following day, a permanent pacemaker was implanted. The patient was discharged.